Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received failed battery test and blank display. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, a21 error test and self-test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was programmed and monitored for two days, no blank display or unexpected low battery alarm noted during our testing. The test battery was removed and reinserted with no unexpected failed battery test alarm or battery icon anomaly noted. The insulin had minor scratched display window and cracked reservoir tube lip.